Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset successfully. The customer was instructed to continue using the pump and to call back if the malfunction recurs, which the caller acknowledged and understood.